Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported to boston scientific corporation that a tria soft ureteral stent was used to treat kidney stones during a ureteroscopy procedure performed on (B)(6) 2024. During preparation, when the device was unpacked, the stent was found broken. The procedure was successfully completed with another tria soft ureteral stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.